Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-ipg-r-MRI, upn m365sc12320, model sc-1232, serial (B)(4), batch 519606.

Event description:
It was reported that following a spinal cord stimulator implant procedure, when the patient woke up post-operatively, he experienced extreme back pain and spasms. Approximately 30 minutes later he lost the ability to move his left foot. Two minutes following, he lost the ability to move his right foot. The severity continued to worsen, including loss of sensation to his legs and feet. The surgeon and co-surgeon deemed the cause to be a hematoma resulting from the implant surgery, and they immediately brought him back into the operating room for an evacuation and decompression of his thoracic spine. The physician performed a multilevel decompression, explanation of the entire system, and sent him for magnetic resonance imaging (MRI) to determine if the clot tracked further into the spine. They woke him up before the MRI to test his motor abilities, and he was fully mobile and functional. The patient has fully recovered.